Event description:
It was reported that premature battery depletion was suspected. Data analysis was not performed. The patient is to be seen again in approximately six months. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that premature battery depletion was suspected. Data analysis was not performed. The patient is to be seen again in approximately six months. No adverse patient effects were reported. This product remains in service. Subsequently, the device was prophylactically explanted and replaced for an advisory. No adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that premature battery depletion was suspected. Data analysis was not performed. The patient is to be seen again in approximately six months. No adverse patient effects were reported. This product remains in service. Subsequently, the device was prophylactically explanted and replaced for an advisory. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemaker low voltage capacitors. This high current condition depleted the device battery faster than normal.